Event description:
Literature was reviewed regarding delayed atrio-ventricular block in transcatheter aortic valve replacement (tavr) recipients with p re-existing right bundle branch block (rbbb).  The study population included 358 patients implanted with tavr valves from multiple manufacturers.  Medtronic devices included evolut pro or evolut pro+ or evolut fx bioprosthetic transcatheter valves.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: atrial fibrillation, complete heart block requiring reimplantation of temporary or implant of a permanent pacemaker, and congestive heart failure requiring hospitalization.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: fischer et al. Risk of delayed atrioventricular block in tavr recipients with preexisting right bundle branch block. Circ cardiovasc interv. 2026 feb;19(2):e015579. Doi: 10.1161/circinterventions.125.015579. Epub 2025 dec 3. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.